Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician attempted to implant the spacer between the third and fourth lumbar vertebral level however, it was deployed ventral to the lamina and had to be removed after it was disconnected. The physician assessed that there were anatomical issues that prevented the implant from stabilizing on the lamina. Therefore, the incision was closed and the procedure was aborted. The patient had been sedated under general anesthesia for the procedure. The implant will not be returned as it was retained by the medical facility.